Event description:
It was reported that the right atrial (ra) lead exhibited noise and was causing inappropriate automatic mode switch (ams). Also, noted was increased capture thresholds and intermittent loss of capture. The sensitivity was decreased along with other reprogramming. The lead remains in use for continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).